Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient had syncope and fell down while experiencing cardiac arrest. The patient had significant facial bruising and contusion from the fall. The patient had a ventricular tachycardia (vt)/ventricular fibrillation (vf) episode that resulted in multiple unsuccessful inappropriate therapy defibrillations from the device. In the course of receiving shock therapies, the arrhythmia was accelerated and a committed shock into sinus rhythm induced vf in the patient resulting in an additional defibrillation shock. The device was reprogrammed until it could be removed and a new device implanted. The patient has high defibrillation thresholds (dft) and will be implanted with a subcutaneous (sq) lead and dft re-tested. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analysis was performed with no anomalies found. This device was included in a field action, but product analysis found that the device did not perform as described in the field action.